Event description:
Reportedly, the anvil did not tilt after firing and there was difficulty in removing the ppceea. Then they noticed the staples were not completely b-shaped, but quite open and there were no staples all around the anastomosis. They had to cut more of the rectum to perform the anastomosis again. Procedure: lower anterior resection.